Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed loss gas alarm. End users reported unit surfacing continuous gas loss alarms. The iabp was swapped out and treatment was continued without issue. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported by the customer during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a loss gas alarm. The iabp was swapped out to another unit and treatment was continued without issue. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h6 (evaluation method codes), and h10.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to replicate the reported issue. The stm was able to successfully run the unit with trainer and catheter without issue. The stm found nothing unusual identified on the logs however, the stm confirmed the gas loss alarms. The stm verified that the pressure and vacuum tolerances are within tolerance and no leaks were identified in the system. The unit was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a loss gas alarm. The iabp was swapped out to another unit and treatment was continued without issue. There was no harm or injury to the patient and no adverse event was reported.